Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an infusion cassette was over delivering the medication to a patient in a short period of time. The event occurred during infusion and there was no patient harm occurred.